Event description:
It was reported that the user was unable to proceed during the fill tubing process, consistent with a complete blockage involving the tube, and a dry run without supplies advanced normally; a subsequent supply change with new supplies restored insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during troubleshooting, while the device problem involved a complete blockage localized to the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.